Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump may be delivering boluses without anyone programming them. The customer's parents weren't available for troubleshooting at the time of the call. Advised to call back for troubleshooting when possible. Nothing further was reported.